Event description:
Fractured insertion post. Broken part stuck in the implant. Implant had to be removed. Another surgical intervention was necessary.

Manufacturer narrative:
Fractured insertion post. Broken part stuck in the implant. Implant had to be removed. Another surgical intervention was necessary. Fracture was caused by mechanical overload caused by user. Dentist should have consulted instruction for use to prevent this from happen.